Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: late distal conductor fracture of the lumenless pacing lead after left bundle branch area pacing. Heart rhythm 2024;21:490¿491. Doi:10.1016/j.hrthm. 2023.12.023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding late distal conductor fracture of the lumen-less pacing lead after left bundle branch area pacing. The authors described a patient who presented with presyncope. The left bundle branch lead exhibited abrupt increase in pacing impedance with undefined high impedance noted. Complete loss of capture and rise in threshold was also observed. An echocardiography and fluoroscopy confirmed left bundle branch lead fracture. The lead was extracted. No additional adverse patient effects or product performance issues were reported.